Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the first device locked and did not open. After the release lever was used, the device opened. A second device was used and the clips were malformed. Another device was used to complete the case with no pt consequence.